Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call to technical services placed on 10/9/2013 stated that the patient received inappropriate shock. Suspected cause was an undersensed atrial beat. Shortened pr intervals were also noted on two beats prior to rvs. No known physician. The hospital was (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).